Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded intrauterine device') and device breakage ('device breakage during removal surgery device breakage occurred') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo confirmation test" and medical device monitoring error "novasure endometrial ablation". The patient's medical history included allergy to metals, lower abdominal pain, right lower quadrant pain, ovarian cyst and appendicitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included restless leg syndrome, depression, bleeding genital, discomfort and menorrhagia. Concomitant products included fluoxetine hydrochloride (prozac) from 2007 to 2008 and gabapentin (neurotin) from 2007 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes).). Essure was removed in (B)(6) 2011. At the time of the report, the embedded device and device breakage outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, embedded device and pelvic pain to be related to essure. The reporter commented: as per pfs document, discrepancy note date of insertion: (B)(6) 2008 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs and mr received : reporter information was added. Event of injury nos replaced by new events - embedded device, device breakage, dysmenorrhea (cramping), pelvic pain, abdominal pain, device monitoring procedure not performed, medical device monitoring error. Outcome added for dysmenorrhea (cramping), pelvic pain, abdominal pain. Severity added for pelvic pain, abdominal pain. Medical history, concomitant drugs, historical drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded intrauterine device') and device breakage ('device breakage during removal surgery device breakage occurred') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo confirmation test". The patient's medical history included allergy to metals, lower abdominal pain, right lower quadrant pain, ovarian cyst and appendicitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included restless leg syndrome, depression, bleeding genital, discomfort, menorrhagia, adenomyosis and adhesion. Concomitant products included fluoxetine hydrochloride (prozac) from 2007 to 2008 and gabapentin (neurotin) from 2007 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)./oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device and device breakage outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, embedded device and pelvic pain to be related to essure. The reporter commented: as per pfs document, discrepancy note date of insertion: (B)(6) 2008 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2021: mr received. Reporter and medical history were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded intrauterine device') and device breakage ('device breakage during removal surgery device breakage occurred') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo confirmation test". The patient's medical history included allergy to metals, lower abdominal pain, right lower quadrant pain, ovarian cyst and appendicitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included restless leg syndrome, depression, bleeding genital, discomfort and menorrhagia. Concomitant products included fluoxetine hydrochloride (prozac) from 2007 to 2008 and gabapentin (neurotin) from 2007 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes).). Essure was removed in (B)(6) 2011. At the time of the report, the embedded device and device breakage outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, embedded device and pelvic pain to be related to essure. The reporter commented: as per pfs document, discrepancy note date of insertion: (B)(6) 2008 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded intrauterine device') and device breakage ('device breakage during removal surgery device breakage occurred') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo confirmation test". The patient's medical history included allergy to metals, lower abdominal pain, right lower quadrant pain, ovarian cyst and appendicitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included restless leg syndrome, depression, bleeding genital, discomfort, menorrhagia, adenomyosis and adhesion. Concomitant products included fluoxetine hydrochloride (prozac) from 2007 to 2008 and gabapentin (neurotin) from 2007 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)./oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device and device breakage outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, embedded device and pelvic pain to be related to essure. The reporter commented: as per pfs document, discrepancy note date of insertion: (B)(6)2008 and (B)(6) 2018. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.